Event description:
It was reported that the stimulator was explanted because, the patient wanted it removed. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery overdischarged and permanently damaged. The ins was received with no telemetry. The total recharge count was 17. The last recorded recharge session done while the device was implanted was on (B)(6) 2010. The device was recharged for 1 hour and 21 minutes. The battery charged from 3.610v to 3.670v. The parameter trend diagnostic section of the trace report showed no patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2010. Analysis of the extensions found that they had been cut through and returned segmented. Product ID, 3778-45 serial# (B)(4), product type lead product ID, 3778-45 serial# (B)(4), product type lead product ID, 3708140 serial# (B)(4), implanted: explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: explanted: product type extension. (B)(4).